Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: ifuse implant, p/n 7055-90, lot# 10011, mfd. 08/19/10, expires 2013-08, (B)(4). Fuse implant, p/n 4050-90, lot# 8136003938005, mfd. 10/12/12, expires 2015-10, (B)(4).

Event description:
In (B)(6) 2011, the patient had a right-side si joint arthrodesis where three implants were placed. Three additional implants were added in (B)(6) 2014. The patient had a period of pain relief before reporting a recurrence of pain. The surgeon determined that one implant may have been loose on the sacral side. In (B)(6) 2017, the surgeon performed a revision surgery where he removed five implants leaving one in place and installed additional hardware. Chisels were needed to remove the implants as they were solidly fixed in bone. The status of the patient following the revision procedure is not known.